Event description:
It was reported that the patient presented remotely via merlin.net. The pacemaker indicated an unknown atrial capture threshold, which likely resulted in a false-positive alert being sent to the clinic. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.